Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: medical device problem codes updated. The device was returned to zoll medical germany for evaluation. The customer's report was duplicated and attributted to the processor/bridge/pace (pbp) board. The pbp board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed, the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed, the device was unable to obtain an ECG signal, and the device displayed a "pace defib device failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.